Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20 x 3.50 promus elite drug-eluting stent was selected for treatment. However, the catheter was kinked and cannot pass through the lesion. It was also noticed that stent edge of the strut was defected before inside patient body. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 20 x 3.50 promus elite drug-eluting stent was selected for treatment. However, the catheter was kinked and cannot pass through the lesion. It was also noticed that stent edge of the strut was defected before inside patient body. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable. It was further reported that the damage was noted outside the patient's body and the device was not used.

Manufacturer narrative:
F10. Device codes: removed failure to advance.